Manufacturer narrative:
Findings: pump was received with broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 83 mg/dl. Customer stated that piece of plastic fell off on the battery compartment and doesn't know how it happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.